Event description:
Reporter called and stated she received a urgent medical device correction letter for implantable pulse generator in (B)(6) 2023. No model number, serial number or lot number was provided. No adverse events reported.